Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Long term stenosis and regurgitation of bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe regurgitation cannot be identified or evaluated. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported via clinical affairs that a patient was diagnosed with severe aortic regurgitation of an edwards bioprosthetic valve after an implant duration of approximately 10 years. The patient was enrolled in the clinical trial and underwent an implant of a transcatheter valve inside the previously placed bioprosthesis (valve in valve).